Event description:
Bayer case number: (B)(4) 10 years of throbbing pain, chronic pain [pelvic pain], I have unexplained periods of dizziness and dizzied spell several times a year that!'m unable to manage [dizziness], I reaily feel tired and I feel exhausted even after 9 or 10 or more hours of sleep. [Tiredness], I have trouble concentrating [concentration impairment], trouble finding my words [word finding difficulty] , trouble for writing [writing impaired] , I have memory loss [memory loss] , lose self-confidence [loss of confidence] . My mopya has continued to decrease for 10 years when it should be stagnating [myopia] I reaily feel tired and I feel exhausted even after 9 or 10 or more hours of sleep. [Exhaustion] , regulary my eyes itch to the point [itching eyes], I lost my voluminous hair which is now damage and thinning. [Hair thinning] , I can't stand the light [light sensitivity to eye] , my teeth hurt [tooth pain] , my teeth hurt, they break, [tooth fracture] , they have to be pulled out because even if they are devitalized, they hurt so much [tooth extraction] , I lost my voluminous hair which is now damage and thinning. [Hair loss], I have to live with increasingly loud tinnitus. [Tinnitus] , I can no longer do my job in a nursery because I no longer have the strength in my arms to carry babie [muscle weakness upper limb] , I have red patches appearing on my body. [Red blotches] , my skin which was oily is dry, irritated, itchy [oily skin] , my skin which was oily is dry, irritated, itchy [dry skin] , my skin which was oily is dry, irritated, itch [itchy skin] my once strong fingernails and toenails are ridged, broken, falling off: [nail ridging] , my once strong fingernails and toenails are ridged, broken, falling off: [broken nails] , discomfort [discomfort] , 10 years of nickel, titanium, chromium, iron, tin, silver, platinum, iridium ans polyethylene terephthalate fibers poisoning. [Metal poisoning], acute pain [acute pain] . Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("10 years of throbbing pain, chronic pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion medically important), dizziness ("I have unexplained periods of dizziness and dizzi spell several times a year that !'m unable to manage"), tiredness ("I reaily feel tired and I feel exhausted even after 9 or 10 or more hours of sleep."), disturbance in attention ("I have trouble concentrating"), aphasia ("trouble finding my words"), dysgraphia ("trouble for writing"), amnesia ("I have memory loss"), psychiatric symptom ("lose self-confidence"), myopia (" my mopya has continued to decrease for 10 years when it should be stagnating"), exhaustion ("I reaily feel tired and I feel exhausted even after 9 or 10 or more hours of sleep."), eye pruritus ("regulary my eyes itch to the point"), hair thinning ("I lost my voluminous hair which is now damage and thinning."), photophobia (" I can't stand the light"), toothache ("my teeth hurt"), tooth fracture ("my teeth hurt, they break,"), hair loss ("I lost my voluminous hair which is now damage and thinning."), tinnitus (" I have to live with increasingly loud tinnitus."), muscular weakness (" I can no longer do my job in a nursery because I no longer have the strength in my arms to carry babie"), rash macular ("I have red patches appearing on my body."), seborrhoea (" my skin which was oily is dry, irritated, itchy"), dry skin (" my skin which was oily is dry, irritated, itchy"), pruritus ("my skin which was oily is dry, irritated, itch"), nail ridging ("my once strong fingernails and toenails are ridged, broken, falling off:"), onychoclasis ("my once strong fingernails and toenails are ridged, broken, falling off:"), discomfort ("discomfort"), metal poisoning ("10 years of nickel, titanium, chromium, iron, tin, silver, platinum, iridium ans polyethylene terephthalate fibers poisoning.") And pain ("acute pain") and underwent tooth extraction ("they have to be pulled out because even if they are devitalized, they hurt so much"). At the time of the report, the outcomes for dizziness, tiredness, disturbance in attention, aphasia, dysgraphia, amnesia, psychiatric symptom, myopia, exhaustion, eye pruritus, photophobia, toothache, tooth fracture, tooth extraction, alopecia, tinnitus, muscular weakness, rash macular, seborrhoea, dry skin, pruritus, nail ridging and onychoclasis were unknown. The reporter considered hair loss, hair thinning, amnesia, aphasia, discomfort, disturbance in attention, dizziness, dry skin, dysgraphia, eye pruritus, tiredness, exhaustion, metal poisoning, muscular weakness, myopia, nail ridging, onychoclasis, pain, pelvic pain, photophobia, pruritus, psychiatric symptom, rash macular, seborrhoea, tinnitus, tooth extraction, tooth fracture and toothache to be related to essure administration. The reporter commented: I know my body best, not you lab technicians, not you doctors. I know that all these problems did not appear by chance I remember just few months after the installation of essure I noticed that I was so tired and this fatigue never went away. Unfortunately, it was the first symptom in a long list that continued to grow. I can describe the physical symptoms but I can't explain what I feel deep inside, this loss of self-confidence; this feeling of being misunderstood by doctors, by my coworkers, by my friends, by my family having to keep silent and keep this suffering to myself so as not to come across as hypersensitive, a fragile woman, a liar, a hypochondriac and even crazy.. Then finally when I discover that I am not alone, I discover that because I am french, I cannot file a complaint against you. Discover that maybe pieces of this poison are wandering around in my body for the rest of my life I discover that I will have to find a doctor who will decide whether or not to remove this poison from me but that at the same time I will lose a large part of my female anatomy. I discover that even after that the damage done by this poison will still be there and after, what will happen? I discover that my problems do not interest you, that they do not deserve compensation I ask you: doesn't each new symptom, each new pain, each new anxiety that result from it deserve compensation? I am asking you for compensation equal to 10 years of questions, doubts, fear, discomfort, throbbing pain, chronic pain, acute pain 10 years of nickel, titanium, chromium, iron, tin, silver, platinum, iridium ans polyethylene terephthalate fibers poisoning. The most recent follow-up information incorporated above includes data received on: 10-mar-2025: no new information received. Upon internal review, case upgraded from s1 to s3. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). 10 years of throbbing pain, chronic pain [pelvic pain]. I have unexplained periods of dizziness and dizzi spell several times a year that !'m unable to manage/ light-headedness [dizziness]. I reaily feel tired and I feel exhausted even after 9 or 10 or more hours of sleep. [Tiredness]. I have trouble concentrating [concentration impairment]. Trouble finding my words [word finding difficulty]. Trouble for writing [writing impaired]. I have memory loss [memory loss]. Lose self-confidence [loss of confidence]. My mopya has continued to decrease for 10 years when it should be stagnating [myopia]. Regulary my eyes itch to the point [itching eyes]. I can't stand the light [light sensitivity to eye]. My teeth hurt [tooth pain]. My teeth hurt, they break, [tooth fracture]. They have to be pulled out because even if they are devitalized, they hurt so much [tooth extraction]. I lost my voluminous hair which is now damage and thinning. [Hair loss]. I have to live with increasingly loud tinnitus. [Tinnitus]. I can no longer do my job in a nursery because I no longer have the strength in my arms to carry babie [muscle weakness upper limb]. I have red patches appearing on my body. [Red blotches]. My skin which was oily is dry, irritated, itchy [oily skin]. My skin which was oily is dry, irritated, itchy [dry skin]. My skin which was oily is dry, irritated, itch [itchy skin]. My once strong fingernails and toenails are ridged, broken, falling off: [nail ridging]. My once strong fingernails and toenails are ridged, broken, falling off: [broken nails]. Discomfort [discomfort]. 10 years of nickel, titanium, chromium, iron, tin, silver, platinum, iridium ans polyethylene terephthalate fibers poisoning. [Metal poisoning]. Acute pain [acute pain]. Chronic tendinitis in the forearms [tendinitis]. Sensation of "sand" in the eyes for several weeks without finding the source [foreign body sensation in eyes]. Increased sensitivity to pain [hypoalgesia]. Skin irritated [irritation skin]. Toenails turn black and fall off [toenail discoloration]. Toenails turn black and fall off [nail loss]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 10-mar-2025. The most recent information was received on 06-may-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("10 years of throbbing pain, chronic pain") in a female patient who had essure inserted (lot no. C38211) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2020 she experienced foreign body sensation in eyes ("sensation of "sand" in the eyes for several weeks without finding the source"). On unknown date she experienced pelvic pain (seriousness criterion medically important), dizziness ("I have unexplained periods of dizziness and dizzi spell several times a year that !'m unable to manage/ light-headedness"), fatigue ("I reaily feel tired and I feel exhausted even after 9 or 10 or more hours of sleep."), disturbance in attention ("I have trouble concentrating"), aphasia ("trouble finding my words"), dysgraphia ("trouble for writing"), amnesia ("I have memory loss"), psychiatric symptom ("lose self-confidence"), myopia ("my mopya has continued to decrease for 10 years when it should be stagnating"), eye pruritus ("regulary my eyes itch to the point"), photophobia ("I can't stand the light"), toothache ("my teeth hurt"), tooth fracture ("my teeth hurt, they break,"), alopecia ("I lost my voluminous hair which is now damage and thinning."), tinnitus ("I have to live with increasingly loud tinnitus."), muscular weakness ("I can no longer do my job in a nursery because I no longer have the strength in my arms to carry babie"), rash macular ("I have red patches appearing on my body."), seborrhoea (" my skin which was oily is dry, irritated, itchy"), dry skin ("my skin which was oily is dry, irritated, itchy"), pruritus ("my skin which was oily is dry, irritated, itch"), nail ridging ("my once strong fingernails and toenails are ridged, broken, falling off:"), onychoclasis ("my once strong fingernails and toenails are ridged, broken, falling off:"), discomfort ("discomfort"), metal poisoning ("10 years of nickel, titanium, chromium, iron, tin, silver, platinum, iridium ans polyethylene terephthalate fibers poisoning."), pain ("acute pain"), tendonitis ("chronic tendinitis in the forearms"), hypoaesthesia ("increased sensitivity to pain"), skin irritation ("skin irritated"), nail discolouration ("toenails turn black and fall off") and onychomadesis ("toenails turn black and fall off") and underwent tooth extraction ("they have to be pulled out because even if they are devitalized, they hurt so much"). The patient was treated with non-drug therapy (root canal). Essure treatment was not changed. At the time of the report, the dizziness, fatigue, disturbance in attention, aphasia, myopia, toothache, tooth fracture, alopecia, tinnitus, muscular weakness, rash macular, dry skin, pruritus, nail ridging, onychoclasis, tendonitis, foreign body sensation in eyes, hypoaesthesia, skin irritation, nail discolouration and onychomadesis had not resolved. The outcomes for dysgraphia, amnesia, psychiatric symptom, eye pruritus, photophobia, tooth extraction and seborrhoea were unknown. The reporter considered alopecia, amnesia, aphasia, discomfort, disturbance in attention, dizziness, dry skin, dysgraphia, eye pruritus, fatigue, metal poisoning, muscular weakness, myopia, nail ridging, onychoclasis, pain, pelvic pain, photophobia, pruritus, psychiatric symptom, rash macular, seborrhoea, tinnitus, tooth extraction, tooth fracture and toothache to be related to essure administration. No causality assessment was received for essure with regard to tendonitis, foreign body sensation in eyes, hypoaesthesia, skin irritation, nail discolouration or onychomadesis. The reporter commented: I know my body best, not you lab technicians, not you doctors. I know that all these problems did not appear by chance. I remember just few months after the installation of essure I noticed that I was so tired and this fatigue never went away. Unfortunately, it was the first symptom in a long list that continued to grow. I can describe the physical symptoms but I can't explain what I feel deep inside, this loss of self-confidence; this feeling of being misunderstood by doctors, by my coworkers, by my friends, by my family having to keep silent and keep this suffering to myself so as not to come across as hypersensitive, a fragile woman, a liar, a hypochondriac and even crazy.. Then finally when I discover that I am not alone, I discover that because I am french. I cannot file a complaint against you. Discover that maybe pieces of this poison are wandering around in my body for the rest of my life I discover that I will have to find a doctor who will decide whether or not to remove this poison from me but that at the same time I will lose a large part of my female anatomy. I discover that even after that the damage done by this poison will still be there. And after, what will happen? I discover that my problems do not interest you, that they do not deserve compensation I ask you: doesn't each new symptom, each new pain, each new anxiety that result from it deserve compensation? I am asking you for compensation equal to 10 years of questions, doubts, fear, discomfort, throbbing pain, chronic pain, acute pain 10 years of nickel, titanium, chromium, iron, tin, silver, platinum, iridium ans polyethylene terephthalate fibers poisoning. Period of occurrence: a few weeks after 12-nov-2014, onset of the first symptom, which is chronic tiredness. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 06-may-2025: quality safety evaluation of ptc. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). 10 years of throbbing pain, chronic pain [pelvic pain], I have unexplained periods of dizziness and dizzy spell several times a year that I'm unable to manage/ light-headedness [dizziness], I really feel tired and I feel exhausted even after 9 or 10 or more hours of sleep. [Tiredness] , I have trouble concentrating [concentration impairment] , trouble finding my words [word finding difficulty], trouble for writing [writing impaired] , I have memory loss [memory loss] , lose self-confidence [loss of confidence], my mopya has continued to decrease for 10 years when it should be stagnating [myopia] , regularly my eyes itch to the point [itching eyes] , I can't stand the light [light sensitivity to eye], my teeth hurt [tooth pain] , my teeth hurt, they break, [tooth fracture] , they have to be pulled out because even if they are devitalized, they hurt so much [tooth extraction] , I lost my voluminous hair which is now damage and thinning. [Hair loss] , I have to live with increasingly loud tinnitus. [Tinnitus] , I can no longer do my job in a nursery because I no longer have the strength in my arms to carry baby [muscle weakness upper limb], I have red patches appearing on my body. [Red blotches], my skin which was oily is dry, irritated, itchy [oily skin] , my skin which was oily is dry, irritated, itchy [dry skin] , my skin which was oily is dry, irritated, itch [itchy skin] , my once strong fingernails and toenails are ridged, broken, falling off: [nail ridging], my once strong fingernails and toenails are ridged, broken, falling off: [broken nails] , discomfort [discomfort] , 10 years of nickel, titanium, chromium, iron, tin, silver, platinum, iridium ans polyethylene terephthalate fibers poisoning. [Metal poisoning], acute pain [acute pain] , chronic tendinitis in the forearms [tendinitis] , sensation of "sand" in the eyes for several weeks without finding the source [foreign body sensation in eyes] , increased sensitivity to pain [hypoalgesia] , skin irritated [irritation skin] , toenails turn black and fall off [toenail discoloration] , toenails turn black and fall off [nail loss] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 10-mar-2025. The most recent information was received on 23-apr-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("10 years of throbbing pain, chronic pain") in a female patient who had essure inserted (lot no. C38211) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2020 she experienced foreign body sensation in eyes ("sensation of "sand" in the eyes for several weeks without finding the source"). On unknown date she experienced pelvic pain (seriousness criterion medically important), dizziness ("I have unexplained periods of dizziness and dizzy spell several times a year that !'m unable to manage/ light-headedness"), fatigue ("I really feel tired and I feel exhausted even after 9 or 10 or more hours of sleep."), disturbance in attention ("I have trouble concentrating"), aphasia ("trouble finding my words"), dysgraphia ("trouble for writing"), amnesia ("I have memory loss"), psychiatric symptom ("lose self-confidence"), myopia ("my mopya has continued to decrease for 10 years when it should be stagnating"), eye pruritus ("regularly my eyes itch to the point"), photophobia ("I can't stand the light"), toothache ("my teeth hurt"), tooth fracture ("my teeth hurt, they break,"), alopecia ("I lost my voluminous hair which is now damage and thinning."), tinnitus ("I have to live with increasingly loud tinnitus."), muscular weakness ("I can no longer do my job in a nursery because I no longer have the strength in my arms to carry baby"), rash macular ("I have red patches appearing on my body."), seborrhoea (" my skin which was oily is dry, irritated, itchy"), dry skin ("my skin which was oily is dry, irritated, itchy"), pruritus ("my skin which was oily is dry, irritated, itch"), nail ridging ("my once strong fingernails and toenails are ridged, broken, falling off:"), onychoclasis ("my once strong fingernails and toenails are ridged, broken, falling off:"), discomfort ("discomfort"), metal poisoning ("10 years of nickel, titanium, chromium, iron, tin, silver, platinum, iridium ans polyethylene terephthalate fibers poisoning."), pain ("acute pain"), tendonitis ("chronic tendinitis in the forearms"), hypoaesthesia ("increased sensitivity to pain"), skin irritation ("skin irritated"), nail discolouration ("toenails turn black and fall off") and onychomadesis ("toenails turn black and fall off") and underwent tooth extraction ("they have to be pulled out because even if they are devitalized, they hurt so much"). The patient was treated with non-drug therapy (root canal). Essure treatment was not changed. At the time of the report, the dizziness, fatigue, disturbance in attention, aphasia, myopia, toothache, tooth fracture, alopecia, tinnitus, muscular weakness, rash macular, dry skin, pruritus, nail ridging, onychoclasis, tendonitis, foreign body sensation in eyes, hypoaesthesia, skin irritation, nail discolouration and onychomadesis had not resolved. The outcomes for dysgraphia, amnesia, psychiatric symptom, eye pruritus, photophobia, tooth extraction and seborrhoea were unknown. The reporter considered alopecia, amnesia, aphasia, discomfort, disturbance in attention, dizziness, dry skin, dysgraphia, eye pruritus, fatigue, metal poisoning, muscular weakness, myopia, nail ridging, onychoclasis, pain, pelvic pain, photophobia, pruritus, psychiatric symptom, rash macular, seborrhoea, tinnitus, tooth extraction, tooth fracture and toothache to be related to essure administration. No causality assessment was received for essure with regard to tendonitis, foreign body sensation in eyes, hypoaesthesia, skin irritation, nail discolouration or onychomadesis. Period of occurrence: a few weeks after (B)(6) 2014, onset of the first symptom, which is chronic tiredness. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-apr-2025: new events toenails turn black and fall off , skin irritation, sensation of "sand" in the eyes for several weeks without finding the source, increased sensitivity to pain, tendinitis are added. Lot number added. Essure insertion date added. Additional health authority reporter added. Case comments: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) 10 years of throbbing pain, chronic pain [pelvic pain], I have unexplained periods of dizziness and dizzi spell several times a year that !'m unable to manage/ light-headedness [dizziness] , I reaily feel tired and I feel exhausted even after 9 or 10 or more hours of sleep. [Tiredness] , I have trouble concentrating / difficulty concentrating, remembering things even if they are reread or repeated several times. Requires an enormous amount of energy to concentrate [concentration impairment] , trouble finding my words / difficulty finding words both spoken and in writing [word finding difficulty] , trouble for writing [writing impaired] , I have memory loss / memory loss leading to "gaps" in the conversation [memory loss] , lose self-confidence / consequently a loss of self-confidence [loss of confidence], my mopya has continued to decrease for 10 years when it should be stagnating [myopia] regulary my eyes itch to the point [itching eyes] , I can't stand the light [light sensitivity to eye] , my teeth hurt [tooth pain] , my teeth hurt, they break, [tooth fracture] , they have to be pulled out because even if they are devitalized, they hurt so much [tooth extraction] , I lost my voluminous hair which is now damage and thinning. [Hair loss] , I have to live with increasingly loud tinnitus. [Tinnitus] , I can no longer do my job in a nursery because I no longer have the strength in my arms to carry babie [muscle weakness upper limb] , I have red patches appearing on my body/ neck [red blotches] , my skin which was oily is dry, irritated, itchy [oily skin] , my skin which was oily is dry, irritated, itchy [dry skin] , my skin which was oily is dry, irritated, itch [itchy skin] , my once strong fingernails and toenails are ridged, broken, falling off: [nail ridging] , my once strong fingernails and toenails are ridged, broken, falling off: [broken nails] , discomfort [discomfort] , 10 years of nickel, titanium, chromium, iron, tin, silver, platinum, iridium ans polyethylene terephthalate fibers poisoning. [Metal poisoning] , acute pain [acute pain] , chronic tendinitis in the forearms [tendinitis] , sensation of "sand" in the eyes for several weeks without finding the source [foreign body sensation in eyes] , increased sensitivity to pain [hypoalgesia] , skin irritated [irritation skin] , toenails turn black and fall off [toenail discoloration] , toenails turn black and fall off [nail loss] , sleepiness no matter the time of day and no matter the situation [sleepiness] , lightheadedness several times a day. [Lightheadedness] , difficulty concentrating [concentration impairment] , memory loss leading to "gaps" in the conversation [memory loss] , consequently a loss of self-confidence [loss of confidence] , irritability [irritability] , constant tenseness [tenseness] ,, cries easily and excessively [crying] air has become thin and sparse [hair thinning], blocked ears without ent (ear, nose, throat) illness [sensation of block in ear] , right shoulder pain [shoulder pain] , right hip clicking as if it were dislocating... No longer able to make certain movements [clicking hip (suspected cong. Disloc. Of hip)] , regular pain in the knees [knee pain] , period of feeling that her back will seize up [back discomfort] , diffuse pain that appears then disappears [diffuse pain] , urticaria [urticaria] , quincke's oedema [quincke's oedema,] permanent sensation of blocked nose, all year round without ent illness [nasal obstruction] , regularly sore throat that appears suddenly on one side then disappears without ent illness [sore throat] , often swallows the wrong way during meals [swallowing difficult] , toenails turn black [discoloration nail] , stronger and more unpleasant body and intimate area odour [body odour] , difficulty regulating body temperature [temperature regulation disorder], feeling of being very cold with frozen extremities and difficulty to warm up [cold extremities] , excessive perspiration of the head [perspiration excessive] , very swollen abdomen continuously (as in a 5-month pregnancy [swollen abdomen] , alternating diarrhoea [diarrhoea] , constipation [constipation] , chronic gastrointestinal pain [gastrointestinal pain] , regular pain in the pudendal nerve, especially at night [pudendal neuralgia] , chronic anaemia even when taking iron medication [chronic anaemia] , electrical hypersensitivity [electromagnetic hypersensitivity] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 10-mar-2025. The most recent information was received on 22-aug-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("10 years of throbbing pain, chronic pain") in a female patient who had essure inserted (lot no. C38211) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015 she experienced dizziness ("I have unexplained periods of dizziness and dizzi spell several times a year that!'m unable to manage/ light-headedness"), fatigue ("I reaily feel tired and I feel exhausted even after 9 or 10 or more hours of sleep.") And somnolence ("sleepiness no matter the time of day and no matter the situation"). In 2015 she experienced myopia ("my mopya has continued to decrease for 10 years when it should be stagnating") and lightheadedness ("lightheadedness several times a day."). In 2019 she experienced urticaria ("urticaria") and angioedema ("quincke's oedema"). In 2020 she experienced foreign body sensation in eyes ("sensation of "sand" in the eyes for several weeks without finding the source"). On unknown date she experienced pelvic pain (seriousness criterion medically important), a first episode of disturbance in attention ("I have trouble concentrating / difficulty concentrating, remembering things even if they are reread or repeated several times. Requires an enormous amount of energy to concentrate"), aphasia ("trouble finding my words / difficulty finding words both spoken and in writing"), dysgraphia ("trouble for writing"), a first episode of amnesia ("I have memory loss / memory loss leading to "gaps" in the conversation"), a first episode of psychiatric symptom ("lose self-confidence / consequently a loss of self-confidence"), eye pruritus ("regulary my eyes itch to the point"), photophobia ("I can't stand the light"), toothache ("my teeth hurt"), tooth fracture ("my teeth hurt, they break,"), hair loss ("I lost my voluminous hair which is now damage and thinning."), tinnitus ("I have to live with increasingly loud tinnitus."), muscular weakness ("I can no longer do my job in a nursery because I no longer have the strength in my arms to carry babie"), rash macular ("I have red patches appearing on my body/ neck"), seborrhoea (" my skin which was oily is dry, irritated, itchy"), dry skin ("my skin which was oily is dry, irritated, itchy"), pruritus ("my skin which was oily is dry, irritated, itch"), nail ridging ("my once strong fingernails and toenails are ridged, broken, falling off:"), onychoclasis ("my once strong fingernails and toenails are ridged, broken, falling off:"), discomfort ("discomfort"), metal poisoning ("10 years of nickel, titanium, chromium, iron, tin, silver, platinum, iridium ans polyethylene terephthalate fibers poisoning."), acute pain ("acute pain"), tendonitis ("chronic tendinitis in the forearms"), hypoaesthesia ("increased sensitivity to pain"), skin irritation ("skin irritated"), toenail discoloration ("toenails turn black and fall off"), onychomadesis ("toenails turn black and fall off"), a second episode of disturbance in attention ("difficulty concentrating"), a second episode of amnesia ("memory loss leading to "gaps" in the conversation"), a second episode of psychiatric symptom ("consequently a loss of self-confidence"), irritability ("irritability"), tension ("constant tenseness"), crying ("cries easily and excessively"), hair thinning ("air has become thin and sparse"), ear discomfort ("blocked ears without ent (ear, nose, throat) illness"), shoulder pain ("right shoulder pain"), knee pain ("regular pain in the knees"), musculoskeletal discomfort ("period of feeling that her back will seize up"), diffuse pain ("diffuse pain that appears then disappears"), nasal obstruction ("permanent sensation of blocked nose, all year round without ent illness"), oropharyngeal pain ("regularly sore throat that appears suddenly on one side then disappears without ent illness"), dysphagia ("often swallows the wrong way during meals"), discoloration nail ("toenails turn black"), skin odour abnormal ("stronger and more unpleasant body and intimate area odour"), temperature regulation disorder ("difficulty regulating body temperature"), peripheral coldness ("feeling of being very cold with frozen extremities and difficulty to warm up"), hyperhidrosis ("excessive perspiration of the head"), abdominal distension ("very swollen abdomen continuously (as in a 5-month pregnancy"), diarrhoea ("alternating diarrhoea"), constipation ("constipation"), gastrointestinal pain (" chronic gastrointestinal pain"), pudendal canal syndrome ("regular pain in the pudendal nerve, especially at night"), anaemia ("chronic anaemia even when taking iron medication") and idiopathic environmental intolerance ("electrical hypersensitivity"), was found to have developmental hip dysplasia ("right hip clicking as if it were dislocating... No longer able to make certain movements") and underwent tooth extraction ("they have to be pulled out because even if they are devitalized, they hurt so much"). The patient was treated with non-drug therapy (root canal). Essure treatment was not changed. At the time of the report, the dizziness, fatigue, aphasia, myopia, toothache, tooth fracture, hair loss, tinnitus, muscular weakness, rash macular, dry skin, pruritus, nail ridging, onychoclasis, tendonitis, foreign body sensation in eyes, hypoaesthesia, skin irritation, toenail discoloration and onychomadesis had not resolved. The outcomes for dysgraphia, eye pruritus, photophobia, tooth extraction, seborrhoea, somnolence, dizziness, irritability, tension, crying, alopecia, ear discomfort, shoulder pain, developmental hip dysplasia, knee pain, musculoskeletal discomfort, pain, urticaria, angioedema, nasal obstruction, oropharyngeal pain, dysphagia, nail discolouration, skin odour abnormal, temperature regulation disorder, peripheral coldness, hyperhidrosis, abdominal distension, diarrhoea, constipation, gastrointestinal pain, pudendal canal syndrome, anaemia, idiopathic environmental intolerance, the last episode of amnesia and the last episode of psychiatric symptom were unknown. The reporter considered hair loss, the first episode of amnesia, aphasia, discomfort, the first episode of disturbance in attention, the second episode of disturbance in attention, dizziness, lightheadedness, dry skin, dysgraphia, eye pruritus, fatigue, irritability, metal poisoning, muscular weakness, myopia, nail ridging, onychoclasis, acute pain, pelvic pain, photophobia, pruritus, the first episode of psychiatric symptom, the second episode of psychiatric symptom, rash macular, seborrhoea, somnolence, tension, tinnitus, tooth extraction, tooth fracture and toothache to be related to essure administration. No causality assessment was received for essure with regard to tendonitis, foreign body sensation in eyes, hypoaesthesia, skin irritation, toenail discoloration, onychomadesis, the second episode of amnesia, crying, hair thinning, ear discomfort, shoulder pain, developmental hip dysplasia, knee pain, musculoskeletal discomfort, diffuse pain, urticaria, angioedema, nasal obstruction, oropharyngeal pain, dysphagia, discoloration nail, skin odour abnormal, temperature regulation disorder, peripheral coldness, hyperhidrosis, abdominal distension, diarrhoea, constipation, gastrointestinal pain, pudendal canal syndrome, anaemia or idiopathic environmental intolerance. The reporter commented: I know my body best, not you lab technicians, not you doctors. I know that all these problems did not appear by chance. I remember just few months after the installation of essure I noticed that I was so tired and this fatigue never went away. Unfortunately, it was the first symptom in a long list that continued to grow. I can describe the physical symptoms but I can't explain what I feel deep inside, this loss of self-confidence; this feeling of being misunderstood by doctors, by my coworkers, by my friends, by my family having to keep silent and keep this suffering to myself so as not to come across as hypersensitive, a fragile woman, a liar, a hypochondriac and even crazy.. Then finally when I discover that I am not alone, I discover that because I am french. I cannot file a complaint against you. Discover that maybe pieces of this poison are wandering around in my body for the rest of my life I discover that I will have to find a doctor who will decide whether or not to remove this poison from me but that at the same time I will lose a large part of my female anatomy. I discover that even after that the damage done by this poison will still be there. And after, what will happen? I discover that my problems do not interest you, that they do not deserve compensation I ask you: doesn't each new symptom, each new pain, each new anxiety that result from it deserve compensation? I am asking you for compensation equal to 10 years of questions, doubts, fear, discomfort, throbbing pain, chronic pain, acute pain 10 years of nickel, titanium, chromium, iron, tin, silver, platinum, iridium ans polyethylene terephthalate fibers poisoning. Period of occurrence: a few weeks after (B)(6) 2014, onset of the first symptom, which is chronic tiredness. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 22-aug-2025: new events were added. Sleepiness, dizziness, concentration difficult, loss of confidence, irritability , tension, crying, alopeocia, ear discomfort, right shoulder pain, cliking hip, knee pain, back discomfort, diffuse pain, urticaria, quinckes edeoma, nsal on=bstruction, sore throat, dysphagia, body odour, cold exteremities, perspiration excessive, abdominal distension, diarrhea, constipation, gastrointestinal pain, pudenal neuralgia, chronic anemia, electromagnetic hypersensitivety. Event onset date added. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). 10 years of throbbing pain, chronic pain [pelvic pain], I have unexplained periods of dizziness and dizzi spell several times a year that!'m unable to manage [dizziness] , I reaily feel tired and I feel exhausted even after 9 or 10 or more hours of sleep. [Tiredness] , I have trouble concentrating [concentration impairment], trouble finding my words [word finding difficulty], trouble for writing [writing impaired] , I have memory loss [memory loss] , lose self-confidence [loss of confidence] , my mopya has continued to decrease for 10 years when it should be stagnating [myopia] , regulary my eyes itch to the point [itching eyes], I can't stand the light [light sensitivity to eye] , my teeth hurt [tooth pain] , my teeth hurt, they break, [tooth fracture], they have to be pulled out because even if they are devitalized, they hurt so much [tooth extraction], I lost my voluminous hair which is now damage and thinning. [Hair loss] , I have to live with increasingly loud tinnitus. [Tinnitus] , I can no longer do my job in a nursery because I no longer have the strength in my arms to carry babie [muscle weakness upper limb] , I have red patches appearing on my body. [Red blotches], my skin which was oily is dry, irritated, itchy [oily skin] , my skin which was oily is dry, irritated, itchy [dry skin] , my skin which was oily is dry, irritated, itch [itchy skin] , my once strong fingernails and toenails are ridged, broken, falling off: [nail ridging], my once strong fingernails and toenails are ridged, broken, falling off: [broken nails] , discomfort [discomfort] , 10 years of nickel, titanium, chromium, iron, tin, silver, platinum, iridium ans polyethylene terephthalate fibers poisoning. [Metal poisoning] , acute pain [acute pain]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("10 years of throbbing pain, chronic pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion medically important), dizziness ("I have unexplained periods of dizziness and dizzi spell several times a year that !'m unable to manage"), fatigue ("I reaily feel tired and I feel exhausted even after 9 or 10 or more hours of sleep."), disturbance in attention ("I have trouble concentrating"), aphasia ("trouble finding my words"), dysgraphia ("trouble for writing"), amnesia ("I have memory loss"), psychiatric symptom ("lose self-confidence"), myopia (" my mopya has continued to decrease for 10 years when it should be stagnating"), eye pruritus ("regulary my eyes itch to the point"), photophobia ("I can't stand the light"), toothache ("my teeth hurt"), tooth fracture ("my teeth hurt, they break,"), alopecia ("I lost my voluminous hair which is now damage and thinning."), tinnitus (" I have to live with increasingly loud tinnitus."), muscular weakness (" I can no longer do my job in a nursery because I no longer have the strength in my arms to carry babie"), rash macular ("I have red patches appearing on my body."), seborrhoea (" my skin which was oily is dry, irritated, itchy"), dry skin (" my skin which was oily is dry, irritated, itchy"), pruritus ("my skin which was oily is dry, irritated, itch"), nail ridging ("my once strong fingernails and toenails are ridged, broken, falling off:"), onychoclasis ("my once strong fingernails and toenails are ridged, broken, falling off:"), discomfort ("discomfort"), metal poisoning ("10 years of nickel, titanium, chromium, iron, tin, silver, platinum, iridium ans polyethylene terephthalate fibers poisoning.") And pain ("acute pain") and underwent tooth extraction ("they have to be pulled out because even if they are devitalized, they hurt so much"). At the time of the report, the outcomes for dizziness, fatigue, disturbance in attention, aphasia, dysgraphia, amnesia, psychiatric symptom, myopia, eye pruritus, photophobia, toothache, tooth fracture, tooth extraction, alopecia, tinnitus, muscular weakness, rash macular, seborrhoea, dry skin, pruritus, nail ridging and onychoclasis were unknown. The reporter considered alopecia, amnesia, aphasia, discomfort, disturbance in attention, dizziness, dry skin, dysgraphia, eye pruritus, fatigue, metal poisoning, muscular weakness, myopia, nail ridging, onychoclasis, pain, pelvic pain, photophobia, pruritus, psychiatric symptom, rash macular, seborrhoea, tinnitus, tooth extraction, tooth fracture and toothache to be related to essure administration. The reporter commented: I know my body best, not you lab technicians, not you doctors. I know that all these problems did not appear by chance. I remember just few months after the installation of essure I noticed that I was so tired and this fatigue never went away. Unfortunately, it was the first symptom in a long list that continued to grow. I can describe the physical symptoms but I can't explain what I feel deep inside, this loss of self-confidence; this feeling of being misunderstood by doctors, by my coworkers, by my friends, by my family having to keep silent and keep this suffering to myself so as not to come across as hypersensitive, a fragile woman, a liar, a hypochondriac and even crazy.. Then finally when I discover that I am not alone, I discover that because I am french. I cannot file a complaint against you. Discover that maybe pieces of this poison are wandering around in my body for the rest of my life I discover that I will have to find a doctor who will decide whether or not to remove this poison from me but that at the same time I will lose a large part of my female anatomy. I discover that even after that the damage done by this poison will still be there. And after, what will happen? I discover that my problems do not interest you, that they do not deserve compensation I ask you: doesn't each new symptom, each new pain, each new anxiety that result from it deserve compensation? I am asking you for compensation equal to 10 years of questions, doubts, fear, discomfort, throbbing pain, chronic pain, acute pain 10 years of nickel, titanium, chromium, iron, tin, silver, platinum, iridium ans polyethylene terephthalate fibers poisoning. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-mar-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.